Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer verified mtm (multi-transducer module) alignment, verified sam (sample aspiration module) alignment, replaced the differential air/mix/temp module and verified the instruments operations. Root cause was determined to be related to the hardware that was replaced during the subsequent instrument servicing. There were instrument generated r-flags to alert the operator to review the sample prior to reporting results out of the laboratory. Product labeling indicates: "review the results. Special handling is required for editing a result flagged with r. Any parameter derived from an r-flagged parameter cannot be recalculated until the r-flagged parameter is edited. R flags may also indicate a system message has occurred. Check the message area on the pt result screen and the history log > general tab for details." This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to: 1061932-2011-01496 and 1061932-2011-01497.

Event description:
Customer reported erroneous differential test results were obtained for three pt samples when using a unicel dxh 800 coulter cellular analysis system. Erroneous test results were reported out of the laboratory. There were instrument generated flags with the test results and manual differentials were performed. Correct reports, based on the manual differentials were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 3 events reported by the customer for three pts tested on three separate dates.